Manufacturer narrative:
A visual inspection of the subject device could not confirm the issue due to the product not being returned. A review of the device history records of this device from the supplier indicated that there were no outstanding issues related to this device during manufacturing. Root cause could not be determined due to insufficient information. Therefore, (B)(4) will be closed. If subject device is returned in the future, (B)(4) will be re-opened and the product evaluated. At this time, no further investigation will be implemented.

Event description:
During a myomectomy procedure using the truclear ultra reciprocating morcellator 4.0, it was reported that at the start of the case, the doctor bent the blade and had a difficult time putting the blade into scope at an angle. When the foot pedal was depressed there were metal shavings in the cavity. It was reported that the shavings were noted to be removed with a grasper. The surgeon chose not to continue the procedure with the initial device. A backup truclear ultra reciprocating morcellator 4.0 was available, even though the surgeon chose to carry on the surgery using a competitor device. It was reported that there was no patient injury.